Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a cracked power supply board. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection and battery testing were performed. During the visual inspection, it was identified that the power supply was damaged. The cause of the damage is unknown. The power supply was replaced. The pump passed all testing and was returned to the company in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.